Event description:
Olympus received a medwatch report, which stated: "while resecting during turp procedure using the olympus bipolar machine, the disposable loop (resection electrode) broke off in the bladder. The broken off portion of the loop was not visualized. A cystoscope was used to visualize the bladder and urethra; the loop was not found. The specimen was checked for the loop, as well as the drapes and floor. A portable x-ray was ordered and read as negative. Cystoscopy was performed one last time and still nothing was visualized."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but limited information has been provided. The device referenced in this report was not returned to olympus for evaluation. The specific model of the electrode used during the procedure was not provided. If additional information becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. (B)(4): olympus america, inc. Is submitting medical device report (B)(4).